Event description:
It was reported that the atrial lead was very difficult to place and the physician was not able to confirm capture. The cardiologist believes the patient has a dead atrium post CABG. The atrial lead remains in use and the atrial sensing and capture will continue to be checked. The patient feels fine and no complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.